Manufacturer narrative:
A4 pt weight not provided no further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that patient has been having syncopal episodes, upon assessment in clinic, patient had 2 pump offs and a driveline disconnect which patient had no knowledge of alarms and reported that they never disconnected driveline. Log files were submitted for further evaluation. The log captured a pump stop at 7:38 pm on 23dec2024 that was due to a manual driveline disconnect. The pump was off for approximately 4 seconds before being reconnected and ramping back up to the set speed of 5000 rpm. In addition, the log file captured multiple power losses to the mobile power unit (mpu) on 19dec2024. The system continued to operate at the set speed and was supported by the system controller¿s backup battery until external power was restored. Finally, there were a few low power advisories due to normal battery depletion. There were no other unusual events recorded in the log file event history. Patient also reported that they plug their mpu into an extension cord and when they move the mpu to different rooms, they will remain plugged into mpu. Reeducation of the ventricular assist device system components was provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was later reported that the syncopal episodes did not occur with the pump stops.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: review of the submitted log files confirmed a pump stop associated with driveline disconnects. A specific cause for the disconnections of the driveline could not be conclusively determined. A direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6) , and the reported events could not be conclusively determined through this evaluation. The controller event log files collectively contained events from 19dec2024 through 27dec2024. The driveline was disconnected on (B)(6) 2024. Following the reconnection of the driveline, the pump resumed operation at the set speed without issue. The pump appeared to function as intended at the set speed while the driveline was connected. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) . No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. C and patient handbook, rev. D are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 2 of the IFU, "system operations" (under "system controller warnings and cautions"), and section 2 of the patient handbook, ¿how your heart pump works¿, instruct the user to check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation. The patient handbook further explains that the pump cannot run without power. Section 2 of the IFU also contains a section titled "connecting the driveline to the system controller", which provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 6 of the IFU, ¿patient care and management¿ (under "educating and training patients, families, and caregivers"), explains that during the patient selection, preimplant, and postoperative period, the patient must receive instructions regarding the operation and care of every system component (including the driveline and what to do in an emergency). Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, describe all alarm conditions as well as the appropriate actions associated with them. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.